Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that nurses found the system off. The nurse manager stated the pump was in full view in the patient's room. The lights were on and flashed and then went out. The nurse came in to adjust the medication as the patient was on some heart blood pressure medication, lovafed, and found the pump off. The doctor was notified and the medication was discontinued. After day shift, they turned pump on and reprogrammed it for test. The biomed checked the alarm log, and then performed an annual pm, the tests passed. There was no patient harm or impact.

Manufacturer narrative:
The reported issue of having found the system off was confirmed via log analysis but the issue was not duplicated during the investigation. Power to the pump module was recorded interrupted while infusing; however, the cause could not be ascertained from the log. The pcu alarmed ¿channel disconnected¿. Testing was unsuccessful in replicating the event. The inspection process did find the presence of contamination on the pins of the left iui connector on the pump module that had its power interrupted. It is believed the inherent wiping action during the connection and removal of the modules had displaced or removed the contaminate that caused the incident. The proximate cause for the power interruption that induced a ¿channel disconnected¿ alarm is suspected to be associated with the contamination present on the pins of the left iui connector on pump module sn (B)(6).

Event description:
It was reported that the device powered off. The nurse manager stated the pump was in full view in the patient's room, the warning lights were flashing and then the pump shut off. The battery was fully charged. The incident took place (B)(6) at 0100, and when the nurse entered the room to adjust the levophed drip at 0300, the pump was off. The doctor was notified and the levophed was discontinued. After day shift, the biomed turned the pump back on and reprogrammed it for testing. The error logs were checked, and an annual pm test was performed; all passed. There was no patient harm or impact.

Event description:
It was reported that the device powered off. The nurse manager stated the pump was in full view in the patient's room, the warning lights were flashing and then the pump shut off. The battery was fully charged. The incident took place (B)(6) 2019 at 0100, and when the nurse entered the room to adjust the levophed drip at 0300, the pump was off. The doctor was notified and the levophed was discontinued. After day shift, the biomed turned the pump back on and reprogrammed it for testing. The error logs were checked, and an annual pm test was performed; all passed. There was no patient harm or impact.